Event description:
FDA rec'd a voluntary medical device report and is requesting add'l info from the MFR. Voluntary med device report indicates during spinal surgery, piece of the blade from pituitary ronguer broke off. The screw also came out of the instrument. The incision was required to be open to remove the broken tip. A review of the customer repair requests was conducted. There was no evidence that this customer has requested a repair of this instrument.